Event description:
Additional information received reported the steps taken to the resolve the reported issue were nothing. The patient's primary care doctor said that the feeling of a very strong, painful electric shock could have been caused by their neck arthritis or a defective modulator could cause anything. It was noted they would like their defective modulator replaced with a new modulator.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient was experiencing a shocking sensation. The patient was asleep the monday prior and suddenly woke up and was in so much pain. It felt like someone was trying to "kill the patient in the most painful way possible." Once the patient was fully awake, this continue to happen for about 3 seconds. The patient felt electricity shocks going through the left palm and all up his shoulder across his back, down to his right arm running at full blast. It was so painful--"the most painful thing ever." It was noted this happened for 3 seconds and then it stopped. The patient was afraid the electricity would move from his arm to his brain, that he called 911 and went into the ER the next day. It was indicated the implant was shut off and confirmed to be off at the healthcare provider's (hcp's) office. Although the implant had been shut off, the patient had been occasionally feeling vibrations like the implant was on. It was noted the patient was concerned and was sure the implant was off. The change in symptoms/therapy was considered sudden and had occurred (B)(6) 2016. Additional information received 3 days later via the consumer reported on june 14, 2016 the patient felt a shocking sensation from one palm, through the arm and over to the other arm. On the day of the call, the patient felt stimulation in the bicycle seat area. The ins was off and the patient continued to feel vibration. It was indicated by the patient that the implantable neurostimulator (ins) and leads were not checked. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.